Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional during surgery reported with description of slightly leading haptics. Hence, they removed it from the pre-loaded injector and loaded manually then implanted without any issue. Additional information has been received and it states that issue with the both leading haptics. The first one was more prominent that the second one. Although, we¿ve pushed it out and loaded on a cartridge.